Event description:
It was reported that during a procedure involving a polarxfit the patient suffered a phrenic nerve disorder. The physician transitioned to radio frequency due to phrenic nerve disorder that occurred during the left inferior pulmonary vein (lipv) treatment which stopped due to weakened twitching pacing. The patient was reported as under observation. The device will not return for laboratory analysis as it was reported as discarded. It further information was received that clarified that the observation was during the procedure and no actions other than observation were performed and the patient recovered from phrenic nerve disorder the next day.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Describe event or problem.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure involving a polarxfit the patient suffered a phrenic nerve disorder. The physician transitioned to radio frequency due to phrenic nerve disorder that occurred during the left inferior pulmonary vein (lipv) treatment which stopped due to weakened twitching pacing. The patient was reported as under observation. The device will not return for laboratory analysis as it was reported as discarded..